Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2011, the patient presented due to unstable angina (braunwald class iiib) and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 99% stenosis and was 17mm long with a reference vessel diameter of 3mm. The physician treated the lesion with direct placement of a 3.00x20mm taxus element stent. A small proximal dissection was caused after the stent deployment. A bailout procedure was performed using a 3.00x8mm taxus element stent overlapping the previously placed stent, with 0% residual stenosis. The patient was discharged on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).